Event description:
Boston scientific received information that an alert was received for high out of range pacing impedance measurement for the right ventricular (rv) lead. An email was sent to the field representative in an attempt to obtain additional information relating to this issue.

Event description:
Additional information was received from the field representative that the patient was contacted by the clinic for follow-up. It was noted that the patient has not shown up for his last two appointments, so there has not been an interrogation as of yet. The field representative stated that the clinic staff are still working on trying to get the patient into the office. No additional information is available at this time.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.